Event description:
It was reported that the patient presented with cardiac perforation and pericardial effusion on the right ventricular (rv) lead. Pericardiocentesis was performed, and the rv lead was explanted and replaced. The patient was stable.

Event description:
New information indicates that the patient experienced cardiac tamponade.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. A tip stiffness test was performed and the results were within specification.